Manufacturer narrative:
Medical device manufacturer: unknown. Bd corporate headquarters in (B)(4) has been listed. Medical device expiration date: unknown. Manufacturing location: unknown. Bd corporate headquarters in (B)(4) has been listed. Medical manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® safety-lok blood collection set had "air bubbles" no report of injury or medical intervention. No report of blood exposure to mucous membrane.